Manufacturer narrative:
(B)(4). S/w 4.11e. P-cap locked in place properly during testing. Unit received with cracked retainer. No broken retainer noted during visual inspection.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was in range of 400 mg/dl to 600 mg/dl. Customer treated high blood glucose with insulin pump. Customer did not stated any symptoms related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. The insulin pump pieces were broken. The location of damage was the reservoir compartment. No further patient complications were reported. Troubleshooting was not performed, the customer will discontinue the use of device.